Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
(B)(4). Start date of the sensor: start hour of the sensor: sensor start missing reason: does not know. Location of sensor insertion: abdomen. Date of sensor alert: hour of sensor alert: sensor alert missing reason: does not know. On (B)(6) 2020 15:53:08 pst ice batch user (batch_ice) phone (B)(6), complaint: (B)(4), complaint status: in process. Mdt initial contact: (B)(6). Taken by: (B)(6). Initial notes: inquired what led up to the complaint. Customer response: cust calling in with a big difference in sensor value and bg value. Guardian sensor 3 sg vs bg t/s per (B)(4). System model number: 640g. Transmitter model: guardian link 3 . Adv it is best to focus more on trends (direction and speed of sg readings) and less on individual glucose numbers. Adv sensor glucose readings will rarely match bg meter readings because of how glucose travels through the body. Adv larger differences should be expected after meals, insulin bolus, or when rise/fall arrows are present on the pump screen. Adv the higher the bg value, the greater the potential for a difference between sg vs bg. Adv on average sg vs bg differences should remain under 20% over the life of the sensor. Insulin delivery was not suspended due to sg vs bg difference. Bg value from reported event: 5.2 mmol/l. Sg value from reported event: 9.4 . Sg and bg difference 4.2 . Sg and bg difference is not within target range of glucose difference. Offered to review site selection, taping, insertion and calibrations. Customer declined to review. Explained common contributing factors include, non-optimal insertion, site location, taping, and timing of bg entries. Customer reports difference is occurring with the current sensor. Adv to inspect sensor to determine if it is securely taped to skin or if it has moved. Found: it all looks fine . Length of time sensor has been worn: 1 day . Adv to wait at least 1 hour and consider using alert silence feature during waiting period. Adv if bg values are stable (they have not eaten or delivered bolus) to calibrate. Otherwise, wait an additional hour before calibrating. Adv to monitor and change sensor if issue persists. Customer's outcome pertaining to the complaint: as this has happened on multiple sensors I will replace transmitter ship: transmitter /return: nothing country: norway city: drammen zip: 3004 input date: (B)(6) 2020 warranty start: 00/00/0000 warranty end: 00/00/0000.